Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the damaged scope connector led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1/establishment name: (B)(6) hospital (documented here due to character limitation in respective field)

Event description:
It was reported that the gastrointestinal videoscope exhibited an e315 error code and did not produce an image. The issue was identified during inspection for use and there were no reports of patient involvement.